Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2019, all hardware was removed in a revision surgery on (B)(6) 2023 to address an under-corrected bunion. The site was revised with tmc hardware. Additional information from the explanting surgeon indicates the bunion was likely under-corrected during the initial surgery. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed, and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, based on feedback from the explanting surgeon, the most likely cause is the bunion was not fully corrected during the initial surgery, operator technique. The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2019, all hardware was removed in a revision surgery on (B)(6) 2023 to address an under-corrected bunion. The site was revised with tmc hardware and there was no other report of any patient impact or injury as a result of this event.